Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was no airflow. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user.

Manufacturer narrative:
Information was received that the customer's hospital equipment department replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.